Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("heavy bleeding\ bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping") and dysmenorrhoea ("menstrual pain"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff had no choice but to undergo a hysterectomy which was to have the essure device removed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/stabbing and sharp pelvic pain") and genital haemorrhage ("heavy bleeding\ bleeding\ irregular bleeding") in an adult female patient who had essure (batch no. 700544) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 on (B)(6) 2002, blood disorder, autoimmune thrombocytopenia, weight gain, bloated feeling, fatigue, sleep loss, mood swings, hot flashes, dizzy, night sweats, skin rash (sulfa class (sulfone), amoxicillin allergy) and hives (sulfa class (sulfone), amoxicillin allergy). Previously administered products included for an unreported indication: birth control pills from 2001 to 2009, ocp and yaz. Concurrent conditions included overweight, general anesthesia, hirsutism, fatigue, ovarian cyst, hsv infection, feeling unwell, pap smear abnormal, back pain, hair loss, leg pain, heavy periods, urinary frequency, mood change and skin warm. Concomitant products included oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), abdominal distension ("bloating/ bloating worsened with essure"), pain ("overall body aches/ entire body pain"), fatigue ("fatigue"), abdominal pain lower ("cramps/ cramps worsened with essure/ stabbing and tightening lower abdominal pain"), dyspareunia ("painful sex"), weight increased ("weight gain"), vulvovaginal pain ("stabbing vaginal pain"), depression ("depression"), headache ("headaches/ headaches worsened with essure"), pollakiuria ("frequent urination"), migraine ("migraines"), alopecia ("hair thinning and loss") and lichen planus ("lichen plano pilaris"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal distension, pain, fatigue, abdominal pain lower, dyspareunia, weight increased, vulvovaginal pain, depression, headache, pollakiuria, migraine, alopecia and lichen planus outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, lichen planus, migraine, pain, pelvic pain, pollakiuria, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff had no choice but to undergo a hysterectomy which was to have the essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Pregnancy test urine - on (B)(6) 2010: negative. (B)(6) 2010: hsg test:proper placement of the essure devices are noted with no evidence of any free peritoneal spillage of sinografin seen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, fatigue, weight gain , abdominal pain lower. Genital haemorrhage is mentioned in pfs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: "frequent urination, migraines, hair thinning and loss, lichen plano pilaris", reporter added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/stabbing and sharp pelvic pain") and genital haemorrhage ("heavy bleeding\ bleeding\ irregular bleeding") in a 39-year-old female patient who had essure (batch no. 700544) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 2002, blood disorder, autoimmune thrombocytopenia, weight gain, bloated feeling, fatigue, sleep loss, mood swings, hot flashes, dizzy, night sweats, skin rash (sulfa class (sulfone), amoxicillin allergy) and hives (sulfa class (sulfone), amoxicillin allergy). Previously administered products included for an unreported indication: birth control pills from 2001 to 2009, ocp and yaz. Concurrent conditions included overweight, general anesthesia, hirsutism, fatigue, ovarian cyst, hsv infection, feeling unwell, pap smear abnormal, back pain, hair loss, leg pain, heavy periods, urinary frequency, mood change and skin warm. Concomitant products included oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 5 months 9 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced alopecia ("hair thinning and loss"). On (B)(6) 2017, the patient experienced lichen planus ("lichen plano pilaris"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), abdominal distension ("bloating/ bloating worsened with essure"), pain ("overall body aches/ entire body pain"), fatigue ("fatigue"), abdominal pain lower ("cramps/ cramps worsened with essure/ stabbing and tightening lower abdominal pain"), dyspareunia ("painful sex"), weight increased ("weight gain"), vulvovaginal pain ("stabbing vaginal pain"), depression ("depression"), headache ("headaches/ headaches worsened with essure"), pollakiuria ("frequent urination") and migraine ("migraines"). The patient was treated with ibuprofen and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, vulvovaginal pain, depression, headache, migraine, alopecia and lichen planus outcome was unknown and the abdominal distension, pain, fatigue, abdominal pain lower, dyspareunia, weight increased and pollakiuria had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, lichen planus, migraine, pain, pelvic pain, pollakiuria, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff had no choice but to undergo a hysterectomy which was to have the essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Pregnancy test urine - on (B)(6) 2010: negative . (B)(6) 2010: hsg test:proper placement of the essure devices are noted with no evidence of any free peritoneal spillage of sinografin seen. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, fatigue, weight gain , abdominal pain lower. Genital haemorrhage is mentioned in pfs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. On 6-aug-2018: pfs received. Plaintiff received ibuprofen for pelvic pain, abdominal pain, vaginal pain. Event outcome added as not recovered for event pain, fatigue, abdominal distension, abdominal pain lower, pollakiuria,dyspareunia, weight increased. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/stabbing and sharp pelvic pain") and genital haemorrhage ("heavy bleeding\ bleeding\ irregular bleeding") in a 39-year-old female patient who had essure (batch no. 700544) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 in 2002, blood disorder, autoimmune thrombocytopenia, weight gain, bloated feeling, fatigue, sleep loss, mood swings, hot flashes, dizzy, night sweats, skin rash (sulfa class (sulfone), amoxicillin allergy) and hives (sulfa class (sulfone), amoxicillin allergy). Previously administered products included for an unreported indication: birth control pills from 2001 to 2009, ocp and yaz. Concurrent conditions included overweight, general anesthesia, hirsutism, fatigue, ovarian cyst, hsv infection, feeling unwell, pap smear abnormal, back pain, hair loss, leg pain, heavy periods, urinary frequency, mood change and skin warm. Concomitant products included oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), 5 months 9 days after insertion of essure. In 2016, the patient experienced alopecia ("hair thinning and loss/ hair thinning worsened and loss"). On (B)(6) 2017, the patient experienced lichen planopilaris ("lichen plano pilaris"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), abdominal distension ("bloating/ bloating worsened with essure"), pain ("overall body aches/ entire body pain"), fatigue ("fatigue/ extreme fatigue"), abdominal pain lower ("cramps/ cramps worsened with essure/ stabbing and tightening lower abdominal pain"), dyspareunia ("painful sex"), vulvovaginal pain ("stabbing vaginal pain"), depression ("depression"), headache ("headaches/ headaches worsened with essure"), pollakiuria ("frequent urination"), migraine ("migraines"), back pain ("back pain"), pain in extremity ("leg pain") and swelling ("general swelling") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, vulvovaginal pain, depression, headache, migraine, lichen planopilaris, back pain, pain in extremity and swelling outcome was unknown and the abdominal distension, pain, fatigue, abdominal pain lower, dyspareunia, weight increased, pollakiuria and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, lichen planopilaris, migraine, pain, pain in extremity, pelvic pain, pollakiuria, swelling, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff had no choice but to undergo a hysterectomy which was to have the essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Pregnancy test urine - on (B)(6) 2010: results: negative. (B)(6) 2010: hsg test:proper placement of the essure devices are noted with no evidence of any free peritoneal spillage of sinografin seen. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, fatigue, weight gain , abdominal pain lower. Genital haemorrhage is mentioned in pfs . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-dec-2018: reporter added. Added events leg pain and back pain and general swelling. Outcome of events alopecia was updated to not recovered (previously reported as unknown). Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/stabbing and sharp pelvic pain/ pain"), genital haemorrhage ("heavy bleeding\ bleeding\ irregular bleeding") and autoimmune disorder ("autoimmune disorder") in a 39-year-old female patient who had essure (batch no. 700544) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 in 2002, blood disorder, autoimmune thrombocytopenia, weight gain, bloated feeling, fatigue, sleep loss, mood swings, hot flashes, dizzy, night sweats, skin rash (sulfa class (sulfone), amoxicillin allergy) and hives (sulfa class (sulfone), amoxicillin allergy). * (B)(6) 2010: hsg test:proper placement of the essure devices are noted with no evidence of any free peritoneal spillage of sinografin seen. Previously administered products included for an unreported indication: birth control pills from 2001 to 2009, ocp and yaz. Concurrent conditions included overweight, general anesthesia, hirsutism, fatigue, ovarian cyst, hsv infection, feeling unwell, pap smear abnormal, back pain, hair loss, leg pain, heavy periods, urinary frequency, mood change and skin warm. Concomitant products included oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), 5 months 9 days after insertion of essure. In 2016, the patient experienced alopecia ("hair thinning and loss/ hair thinning worsened and loss"). On (B)(6) 2017, the patient experienced lichen planopilaris ("lichen plano pilaris"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain/menstrual cramps"), abdominal distension ("bloating/ bloating worsened with essure"), pain ("overall body aches/ entire body pain/aches"), fatigue ("fatigue/ extreme fatigue"), abdominal pain lower ("cramps/ cramps worsened with essure/ stabbing and tightening lower abdominal pain/ constant cramping"), dyspareunia ("painful sex"), vulvovaginal pain ("stabbing vaginal pain"), depression ("depression"), headache ("headaches/ headaches worsened with essure"), pollakiuria ("frequent urination"), migraine ("migraines"), back pain ("back pain/ lower back pain"), pain in extremity ("leg pain"), swelling ("general swelling"), autoimmune disorder (seriousness criterion medically significant), loss of consciousness ("blacked out feeling"), influenza ("feeling flu like"), inflammation ("inflammation"), asthma ("my sinuses and asthma gotten worse") and sinus disorder ("my sinuses got worse") and was found to have weight increased ("weight gain/nonstop weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, vulvovaginal pain, depression, headache, migraine, lichen planopilaris, back pain, pain in extremity, swelling, autoimmune disorder, loss of consciousness, influenza, inflammation, asthma and sinus disorder outcome was unknown and the abdominal distension, pain, fatigue, abdominal pain lower, dyspareunia, weight increased, pollakiuria and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, asthma, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, influenza, lichen planopilaris, loss of consciousness, migraine, pain, pain in extremity, pelvic pain, pollakiuria, sinus disorder, swelling, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff had no choice but to undergo a hysterectomy which was to have the essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Pregnancy test urine - on (B)(6) 2010: results: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, fatigue, weight gain , abdominal pain lower. Genital haemorrhage is mentioned in pfs. Concerning the injuries reported in this case, the following one/ones reported via social media : inflammation, influenza, loss of consciousness, sinus disorder, asthma. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+social media received- new events autoimmune disorder, blacked out feeling, feeling flu like, inflammation, my sinuses and asthma gotten worse were added, new reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/stabbing and sharp pelvic pain/ pain'), genital haemorrhage ('heavy bleeding\ bleeding\ irregular bleeding') and autoimmune disorder ('autoimmune disorder') in a 39-year-old female patient who had essure (batch no: 700544) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 in 2002, blood disorder, autoimmune thrombocytopenia, weight gain, bloated feeling, fatigue, sleep loss, mood swings, hot flashes, dizzy, night sweats, skin rash (sulfa class (sulfone), amoxicillin allergy) and hives (sulfa class (sulfone), amoxicillin allergy). On (B)(6) 2010: hsg test: proper placement of the essure devices are noted with no evidence of any free peritoneal spillage of sinografin seen. Previously administered products included for an unreported indication: birth control pills from 2001 to 2009, ocp and yaz. Concurrent conditions included overweight, general anesthesia, hirsutism, fatigue, ovarian cyst, hsv infection, feeling unwell, pap smear abnormal, back pain, hair loss, leg pain, heavy periods, urinary frequency, mood change and skin warm. Concomitant products included oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), 5 months 9 days after insertion of essure. In 2016, the patient experienced alopecia ("hair thinning and loss/ hair thinning worsened and loss"). On (B)(6) 2017, the patient experienced lichen planopilaris ("lichen plano pilaris"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain/menstrual cramps"), abdominal distension ("bloating/ bloating worsened with essure"), pain ("overall body aches/ entire body pain/aches"), fatigue ("fatigue/ extreme fatigue"), abdominal pain lower ("cramps/ cramps worsened with essure/ stabbing and tightening lower abdominal pain/ constant cramping"), dyspareunia ("painful sex"), vulvovaginal pain ("stabbing vaginal pain"), depression ("depression"), headache ("headaches/ headaches worsened with essure"), pollakiuria ("frequent urination"), migraine ("migraines"), back pain ("back pain/ lower back pain"), pain in extremity ("leg pain"), swelling ("general swelling"), autoimmune disorder (seriousness criterion medically significant), loss of consciousness ("blacked out feeling"), influenza like illness ("feeling flu like"), inflammation ("inflammation"), asthma ("my sinuses and asthma gotten worse"), sinus disorder ("my sinuses got worse") and menstrual disorder ("unusual period") and was found to have weight increased ("weight gain/nonstop weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, vulvovaginal pain, depression, headache, migraine, lichen planopilaris, back pain, pain in extremity, swelling, autoimmune disorder, loss of consciousness, influenza like illness, inflammation, asthma, sinus disorder and menstrual disorder outcome was unknown and the abdominal distension, pain, fatigue, abdominal pain lower, dyspareunia, weight increased, pollakiuria and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, asthma, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, influenza like illness, lichen planopilaris, loss of consciousness, menstrual disorder, migraine, pain, pain in extremity, pelvic pain, pollakiuria, sinus disorder, swelling, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff had no choice but to undergo a hysterectomy which was to have the essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Pregnancy test urine: on (B)(6) 2010: results: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, fatigue, weight gain , abdominal pain lower. Genital haemorrhage is mentioned in pfs concerning the injuries reported in this case, the following one/ones reported via social media: inflammation, influenza, loss of consciousness, sinus disorder, asthma quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received event " unusual period " was added. Patient last name was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/stabbing and sharp pelvic pain") and genital haemorrhage ("heavy bleeding\ bleeding\ irregular bleeding") in an adult female patient who had essure (batch no. 700544) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 on (B)(6) 2002, blood disorder, autoimmune thrombocytopenia, weight gain, bloated feeling, fatigue, sleep loss, mood swings, hot flashes, dizzy, night sweats, skin rash (sulfa class (sulfone), amoxicillin allergy) and hives (sulfa class (sulfone), amoxicillin allergy). Previously administered products included for an unreported indication: birth control pills from 2001 to 2009, ocp and yaz. Concurrent conditions included overweight, general anesthesia, hirsutism, fatigue, ovarian cyst, hsv infection, feeling unwell, pap smear abnormal, back pain, hair loss, leg pain, heavy periods, urinary frequency, mood change and skin warm. Concomitant products included oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), abdominal distension ("bloating/ bloating worsened with essure"), pain ("overall body aches/ entire body pain"), fatigue ("fatigue"), abdominal pain lower ("cramps/ cramps worsened with essure/ stabbing and tightening lower abdominal pain"), dyspareunia ("painful sex"), weight increased ("weight gain"), vulvovaginal pain ("stabbing vaginal pain"), depression ("depression") and headache ("headaches/ headaches worsened with essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal distension, pain, fatigue, abdominal pain lower, dyspareunia, weight increased, vulvovaginal pain, depression and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, pain, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff had no choice but to undergo a hysterectomy which was to have the essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Pregnancy test urine - on (B)(6) 2010: negative (B)(6) 2010: hsg test:proper placement of the essure devices are noted with no evidence of any free peritoneal spillage of sinografin seen. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, fatigue, weight gain , abdominal pain lower most recent follow-up information incorporated above includes: on 5-feb-2018: medical record received. Lot number & expiration date added. Concomitant drug & conditions are added. Historical drug and conditions are added. Lab data updated. Patient , product and reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/stabbing and sharp pelvic pain/ pain') and autoimmune disorder ('autoimmune disorder') in a 39-year-old female patient who had essure (batch no. 700544) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 in 2002, blood disorder, autoimmune thrombocytopenia, weight gain, bloated feeling, fatigue, sleep loss, mood swings, hot flashes, dizzy, night sweats, skin rash (sulfa class (sulfone), amoxicillin allergy) and hives (sulfa class (sulfone), amoxicillin allergy). * (B)(6) 2010: hsg test:proper placement of the essure devices are noted with no evidence of any free peritoneal spillage of sinografin seen. Previously administered products included for an unreported indication: birth control pills from 2001 to 2009, ocp and yaz. Concurrent conditions included overweight, general anesthesia, hirsutism, fatigue, ovarian cyst, hsv infection, feeling unwell, pap smear abnormal, back pain, hair loss, leg pain, heavy periods, urinary frequency, mood change and skin warm. Concomitant products included oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage ("heavy bleeding\ bleeding\ irregular bleeding"), 5 months 9 days after insertion of essure. In 2016, the patient experienced alopecia ("hair thinning and loss/ hair thinning worsened and loss"). On (B)(6) 2017, the patient experienced lichen planopilaris ("lichen plano pilaris"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain/menstrual cramps"), abdominal distension ("bloating/ bloating worsened with essure"), pain ("overall body aches/ entire body pain/aches"), fatigue ("fatigue/ extreme fatigue"), abdominal pain lower ("cramps/ cramps worsened with essure/ stabbing and tightening lower abdominal pain/ constant cramping"), dyspareunia ("painful sex"), vulvovaginal pain ("stabbing vaginal pain"), depression ("depression"), headache ("headaches/ headaches worsened with essure"), pollakiuria ("frequent urination"), migraine ("migraines"), back pain ("back pain/ lower back pain"), pain in extremity ("leg pain"), swelling ("general swelling"), autoimmune disorder (seriousness criterion medically significant), loss of consciousness ("blacked out feeling"), influenza like illness ("feeling flu like"), inflammation ("inflammation"), asthma ("my sinuses and asthma gotten worse"), sinus disorder ("my sinuses got worse") and menstrual disorder ("unusual period") and was found to have weight increased ("weight gain/nonstop weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, vulvovaginal pain, depression, headache, migraine, lichen planopilaris, back pain, pain in extremity, swelling, autoimmune disorder, loss of consciousness, influenza like illness, inflammation, asthma, sinus disorder and menstrual disorder outcome was unknown and the abdominal distension, pain, fatigue, abdominal pain lower, dyspareunia, weight increased, pollakiuria and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, asthma, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, influenza like illness, lichen planopilaris, loss of consciousness, menstrual disorder, migraine, pain, pain in extremity, pelvic pain, pollakiuria, sinus disorder, swelling, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff had no choice but to undergo a hysterectomy which was to have the essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Pregnancy test urine - on (B)(6) 2010: results: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, fatigue, weight gain , abdominal pain lower. Genital haemorrhage is mentioned in pfs concerning the injuries reported in this case, the following one/ones reported via social media : inflammation, influenza, loss of consciousness, sinus disorder, asthma quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ stabbing and sharp pelvic pain") and genital haemorrhage ("heavy bleeding/ bleeding/ irregular bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 on (B)(6), blood disorder and thrombocytopenia. Previously administered products included for an unreported indication: birth control pills from 2001 to 2009. Concurrent conditions included overweight. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), abdominal distension ("bloating/ bloating worsened with essure"), pain ("overall body aches/ entire body pain"), fatigue ("fatigue"), abdominal pain lower ("cramps/ cramps worsened with essure/ stabbing and tightening lower abdominal pain"), dyspareunia ("painful sex"), weight increased ("weight gain"), vulvovaginal pain ("stabbing vaginal pain"), depression ("depression") and headache ("headaches/ headaches worsened with essure"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal distension, pain, fatigue, abdominal pain lower, dyspareunia, weight increased, vulvovaginal pain, depression and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, pain, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff had no choice but to undergo a hysterectomy which was to have the essure device removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Most recent follow-up information incorporated above includes: on 11-jan-2018: new events bloating, body pain, fatigue, cramps, painful sex, weight gain, vaginal pain, depression, headache, were added. Reporter information, product information and other relevant history were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.